Event description:
It was reported that the pulse generator exhibited multiple short automatic mode switching episodes through a merlin at home transmission. The episodes appeared to be due to some double counting. The patient would be assesed at the next follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.